Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and developed cardiac tamponade which required pericardiocentesis. During the procedure, the tamponade was discovered through fluoroscopy and was confirmed with echo. A pericardiocentesis was performed and 900 cc of fluid was removed from the pericardial space. The physician then performed surgery to suture the perforation. The patient required extended hospitalization. There is no claim of device malfunction and per the physician¿s assessment, this event is likely procedure related. This adverse event is considered to be serious and MDR reportable. The complaint device has been discarded by the customer.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: (serial#(B)(4)), stockert generator: (serial#(B)(4)), coolflow pumpl: (serial#(B)(4)), lasso® 2515 nav eco variable catheter: (lot#16084955l). Contact office and manufacturing site should reflect: contact last name: (B)(4). UDI: (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.